Event description:
It was reported that the customer had high blood glucose levels (approximately 200 mg/dl). Customer changed basal settings to stabilize blood glucose levels. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.